Event description:
It was reported that there was poor communication and the patient was unable to make adjustments both with or without the antenna attached. The reporter indicated that the patient programmer training was minimal or ineffective. It was noted that the inability to adjust stimulation may have been due to pocket swelling. Several attempts were made to sync with the implantable neurostimulator (ins) but the reporter continued to get the poor communication screen. It was also indicated that the patient experienced no stimulation sensation. The reporter also stated that the patient never had the rapeutic effect. The patient was reportedly ¿urinating too much¿ and she needed to use pads and was wet ¿day and night¿. The reporter noted that the day after the patient was implanted, the patient¿s healthcare provider (hcp) ¿modulated her ins and made adjustment to stimulation." When the patient was returning home, she reportedly felt an "overstimulation" feeling. The patient couldn¿t however recall that happening. It was noted that the patient was scheduled for an appointment with her hcp on (B)(6) 2013. It was later reported that the patient was still having concerns with device or therapy but was working with a manufacturer's representative or hcp. It was noted that the patient was scheduled for an appointment in (B)(6). Additional information received reported, the patient was urinating at night, had a return of symptoms, and loss of therapeutic effect. It was noted, the patient was currently on program 2 at 1.3 and was able to turn stimulation up to 1.5, but stimulation was then uncomfortable. It was further noted, the patient switched to program 3 set at 1.3 and stimulation was comfortable. It was noted, the patient would stay on program 3 and track their symptoms. The reporter stated, the patient needed to know how to turn on and lower stimulation. The reporter further stated, the patient ¿was kind of flighty, but if you were looking at her you would know she didn¿t need to increase it.¿ it was noted, the patient saw their hcp twice to have stimulation increased. It was further noted, the patient was ¿hallucinating¿ and urinating in their bed at night when the patient did not do this before implant. The reporter stated, the patient ¿mentality was way worse¿ so they want to have the stimulation lowered. The reporter further stated, the patient did not have a return of symptoms; the symptoms were due to the implant and the increase in stimulation made the patient urinate. It was noted, the reporter stated that if stimulation was lowered, the patient would not be urinating and losing electrolytes and they would regain their memory. It was noted prior to implant, the patient was not urinating as much. It was noted, the patient wanted to turn stimulation up to help control their symptoms. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# va07hnz, implanted: 2013 (B)(6), product type lead product ID neu_un known_prog, product type programmer, physician. (B)(4).

Event description:
It was noted that the patient's memory was "way worse". It was noted that the patient was seeing a question mark screen on their programmer.

Manufacturer narrative:
(B)(4).